Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization. Customer stated that the insulin pump turned off during the night, she was unaware that she was not receiving insulin. The insulin pump alarmed battery out limit. The blood glucose reading is 460 mg/dl. Nothing further reported.